Manufacturer narrative:
Investigation results: a carotid device was returned for analysis. A visual and tactile inspection identified a complete outer sheath break located at approximately 50mm distal of the main t-body. The outer sheath was also noted to be damaged at the same location. The device was returned with the stent fully mounted in the correct location on the device. The investigator was unable to deploy the stent due to the outer sheath break. The stent was deployed by hand to facilitate observation of stent expansion. No issues noted with the deployment or the expansion of the stent. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of failure to expand was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. As the investigator was able to deploy the stent by hand with no issues noted with the deployment or the expansion of the stent, the complaint incident cannot be confirmed.

Event description:
It was reported that the stent did not expand properly. A carotid wallstent was selected for use. The lesion was located in the left internal carotid artery, accessed via the right femoral artery. The anatomy was not tortuous, and there was no significant resistance, bend, or calcification. The lesion was concentric, de novo, and had a stenosis of 50-55% without total occlusion. During the procedure, the stent began to expand but then became stuck and was unable to expand further. The device was exchanged and the procedure was completed. The patient remained stable following the procedure, and there was no serious injury reported.

Event description:
It was reported that the stent did not expand properly. A carotid wallstent was selected for use. The lesion was located in the left internal carotid artery, accessed via the right femoral artery. The anatomy was not tortuous, and there was no significant resistance, bend, or calcification. The lesion was concentric, de novo, and had a stenosis of 50-55% without total occlusion. During the procedure, the stent began to expand but then became stuck and was unable to expand further. The device was exchanged and the procedure was completed. The patient remained stable following the procedure, and there was no serious injury reported.